Event description:
During a sonohystography procedure, a uterine injector was broken inside the pt. The breakage went unnoticed by the physician. The pt discovered the broken piece and removed it. The pt prescribed an antibiotic for a possible uterine infection.